Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Establishment name: (B)(6) medical center. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The physician completed the training process on the device prior to this case. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angio-seal sts plus device was returned for evaluation. The device was not returned with any accessory components. No hemostatic sheath was returned. Visual inspection of the carrier tube assembly revealed a blood-like substance. The deployment sleeve was in the full forward lock position. The color bands of the deployment sleeve were not visible. The bypass tube was found 2.5" proximal to the distal tip of the carrier tube assembly. The anchor was exposed and orthogonal to the carrier tube assembly. The anchor was repositioned and the bypass tube was moved distally. Resistance was met as the bypass tube was slid over the anchor and swollen collagen. It was determined that the bypass tube could successfully be placed over the repositioned anchor. The complaint could be confirmed for bypass tube dislodgement. Based on past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. Additionally, mishandling of the device can lead to bypass tube dislodgement. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction.